Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2017 for diabetic ketoacidosis, bronchitis, a possible uti, and a blood glucose of 498 mg/dl. The customer was vomiting profusely. He also had a severe headache, thirstiness, and frequent urination. The customer was wearing the insulin pump at the time of hospitalization. The customer was given an IV drip. His blood glucose was 199 mg/dl at the time of his discharge. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.